Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Visual inspection of the returned cycler exterior showed signs of physical damage on the door button which was found bent. The heater tray/scale was not obstructing the heater tray. The allegation ¿can¿t turn cycler on.¿ was not confirmed, as the cycler turned on without any problem. During setup of the treatment the allegation ¿cycler turns on/off¿ was confirmed, as the cycler turns off due to the loose power entry module switch. The allegation ¿loose component¿ was confirmed, as the power entry module switch was loose. The simulated treatment was performed and completed without any failures or problems after securing the power entry module switch. The system air leak test passed. The valve actuation test passed. The voltage check passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient called for a replacement cycler because for about the last 2-3 days the cycler has been turning on and off and last night it would not come on unless she wiggles the cord. Patient advised that when she wiggles the cord she can see that it is loose in the socket and the back of the cycler sparks. A follow up call to the patient's peritoneal dialysis nurse confirmed there were no injuries to patient or caregivers.